Manufacturer narrative:
Examination of the returned device confirms the reported event of trial breakage. A complaint database search on the provided product code family showed similar reports for damage/cracking. Previous reports found user technique, misuse, or the use of a contraindicated cleaning chemical, as suspected root causes. Although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material, as seen in the returned device. Based on the inability to determine a specific root cause, a need for corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. UDI: (B)(4).

Event description:
The shim cracked and broke into two pieces during removal.